Event description:
Silimed sientra silicone texturized gel implants placed (B)(6) 2013. (B)(6) 2021, after giving birth to my child, I developed "chronic mastitis " and fluid in both breasts, predominantly in left. Almost a year of antibiotics and procedures to drain fluid, left implant removed. Sick throughout the meantime, in (B)(6) 2023 I developed right neck swelling after being bedridden for months, and admitted to hospital in complete we toxic shock for almost a month with no source. Followed by outpatient IV antibiotics daily with no resolution of pain and swelling. Right breast implant was removed as a last ditch to why I have infection with no source. Continue to be sick without answers. I am scheduled for complete capsulectomies of bilateral breasts as I pray it dissipates symptoms. The implants were taken off the us market in 2015. I have had so many health issues related to implants, would need to speak to someone to get exact details. It has been a horrendous experience that has almost caused my life multiple times. Pt codes: 1994, 1924, 4577. Device code: 2682. Ref report: mw5172199.